Event description:
The customer reported that the companion 2 driver right side pressure was "erratic" while supporting a patient at (B)(6). The patient is still supported by this companion 2 driver. There was no reported adverse patient impact this alleged failure mode poses a low risk to the patient because although the companion 2 driver right side pressure was "erratic", it did not prevent the driver from performing its life-sustaining functions.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation willl be provided in a supplemental MDR.